Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a power error alarm every four hours. Customer's blood glucose was not reported.

Manufacturer narrative:
The pump was returned for power error alarms. The detailed trace analysis confirmed that the alarm was triggered when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Analysis of micro timer in the detailed trace confirmed that the root cause was the non-sleep anomaly software error. The pump received with minor scratches on the lcd window and a scratched case.